Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a hill-rom (third party service co) service tech. "[Name removed] from hill-rom [third party service co] was doing the spi on this unit and noticed that the low battery light is on all the time, and the loss of power alarm does not alarm. He checked the battery and its 9volts. He also stated that the overheat light won't come on either when testing it. Going to send him an alarm board."

Manufacturer narrative:
The distributor (hill-rom (third party service co.) Did not submit a user facility/distributor report to the MFR. (Hill-rom (third party service co.)). The following info concerning the evaluation of the device is a summary of the info documented by the cardinal health tech support specialist in response to a phone conversation with hill-rom (third party service co.) Rep. The hill-rom (third party service co.) Service tech in conjunction with the cardinal health tech support specialist determined that the root cause of the reported event wa a faulty alarm delay board. The hill-rom (third party service co.) Service tech replaced the affected component and ran the device through a complete calibration and checkout (spi) to ensure that it meets all factory specifications. Upon completion, the unit was returned to the rental pool ready to be placed back into rental service. No component or system trend has been identified and this is considered to be an isolate incident.